Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pump alarmed displaying "air in line" and when the pump was opened and the nurse manipulated the tubing, it separated below the upper fitment. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated below the upper fitment was confirmed. Visual inspection showed that the silicone segment was completely separated from the upper fitment. The expected retainer ring for the upper fitment and silicone segment connection was not received but o-ring indentations on the silicone segment were present indicating the ring was present at some point. No crush marks were observed on the upper fitment. Functional testing was not performed because the ring retainer was missing. Dimensional testing was performed on the pumping segment components and the measurements were within specification. The root cause of the tubing separation is likely the set being manipulated while troubleshooting the reported air-in-line alarm.

Event description:
The customer reported that during an infusion of tpn, the pump alarmed displaying "air in line" and when the pump was opened, the nurse manipulated the tubing. It then separated below the upper fitment and leaked. There was no patient harm.